Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot numbers were not reported. The patient effects of hemorrhage, fistula, vasoconstriction, and hematoma are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported suture malposition, failure to achieve hemostasis, and failure to fire could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention and unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is from a literature review of patients undergoing transcatheter pacing system (tps) implantation using a 27f sheath. The feasibility and clinical effectiveness of double device-based suture-mediated closure technique (dualperclose) was evaluated. Implant positioning was successful in all patients with some patients requiring the use of more than two perclose proglide devices due to significant tortuosity resulting in device failure. Reported patient effects of use of proglide included groin-related bleeding during closure caused by a vascular tear/detachment of the sutures due to fragility and lack of elasticity of the vessel wall, hematoma and vasoconstriction, and symptomatic arteriovenous fistula post-procedure. Surgery, use of a compression device, and another closure device were used to address the patient effects. The review of the patients for this study concluded using dual perclose proglide devices for tps procedures is feasible and clinically effective. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article titled, "feasibility and clinical efficacy of double suture-mediated closure device technique for hemostasis during positioning of miniaturized wireless pacemaker".